Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast reconstruction with two 400cc mentor smooth round moderate plus profile prostheses and suffered several unexplained systemic symptoms, including electrical sensations, pain, allergy issues, migraines, headaches, stinging sensation in nipples, thyroid issues, and cognitive issues. Several scans, including CT scan and MRI, were performed, and the result indicated normal results without any issues. No device issue was reported. The patient had consultations with healthcare professionals. However, the root cause of the patient¿s symptoms is unclear. The patient is planning to undergo a revision surgery. However, at the time of this report, mentor has received no information regarding an expected explantation date. The event date was estimated as (B)(6) 2021 based on available information. This report is for the left-sided prosthesis.